Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve and three watchman laa closure device & delivery system (wds) were used during a left atrial appendage (laa) closure procedure. The first two closure devices were fully recaptured due to failing to meet release criteria. The last device, which was a 24mm device, was inserted and at that time, a perforation was noted via angiogram. The closure device was deployed and released since it met the release criteria. The patient remained stable. Post-implant, a trivial effusion was noted via transesophageal echocardiogram (tee) and transthoracic echocardiogram (tte). No interventions were needed. The patient is doing well and has been discharged home.